Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Visual examination of the returned device found that the main coil was returned manually detached. The coil delivery wire was kinked/bent. Functional testing could not be performed due as the main coil was returned detached. Analyzing of the device found the device main coil already mechanically detached from the delivery wire. Based on the investigation and the available information, it is probable that the delivery wire was kinked due to improper handling of the device during the clinical procedure, possibly when inserting the proximal end into the inzone. This likely resulted in the reported detachment issue. It is probable that after unsuccessful detachment, the main coil was withdrawn with force through the microcatheter and mechanically detached. Therefore, an assignable cause of handling damage had been assigned to the observed coil detachment and the coil delivery wire bent/kinked as the issue is due to handling of the device or portion of the device during the clinical procedure.

Event description:
Analysis of the returned device found the coil (subject device) prematurely detached inside the patient during the procedure. There were no clinical consequences to the patient.